Event description:
It was reported that despite self treating with glucagon and eating sugar, the patient required medical intervention due to hypoglycemia and "near" loss of consciousness. The patient's blood glucose levels dropped below 70 mg/dl while wearing the pod between 4 and 24 hours. Paramedics were called to patient's home and he was treated with saline and sugar water raise bg levels and lower his blood pressure. The patient was released the following day. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.